Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited high thresholds, high impedance and no capture. Reprogramming was attempted but was unsuccessful. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.